Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that at 1030 a primary infusion of fentanyl 1000mcg/100ml was initiated. The physician¿s order was for 50 mcg but per the flow sheet documentation it was infusing at 100 mcg (it was not reported whether this meant mcg/hr). At 11:00 the patient had significant unspecified blood pressure changes. The nurse reporting finding the fluid free flowing and the bag completely empty. All the roller and safety clamps were open and no leaking from the tubing was noted. Unspecified medical interventions were provided. Prior to the event precedex, cardizem, propofol and versed were infusing on other modules. There was no report of lasting adverse effects to the patient.

Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was not confirmed. Analysis of the pcu event log shows that at 9:32 am on (B)(6) 2017 the pump module was programmed to infuse fentanyl 1000mcg in 100ml at a rate of 10ml/hr. The infusion stopped at 9:36 am and again at 9:40 am due to channel malfunctions and the device was removed from the system. The volume recorded as being infused during this period was 1.08ml. The pump module error log shows the pump malfunctions that occurred at 9:36 am and 9:40 am were for error code 240.4150.0 (sensor broken high failure). Functional testing was performed and found the device to be delivering fluid within specification. Free flow was not observed. The root cause of the report of the device infusing faster than expected was not identified.